Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps was analyzed and found to have a dislodged grip tang near the base of the grip tip. This causes jaws not to be removed from the trocar properly. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm prograsp forceps instrument would not open to the fully expected degree. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument closed on an endocatch bag and failed to reopen. The jaws were not stuck on tissue, and the bag was removed using another instrument without the use of a release mechanism. No tissue was excised and no patient injury was reported. The instrument appeared angulated at the wrist and could not be straightened for removal, requiring removal of the port together with the instrument. No visible damage to the tips or cables was noted.